Manufacturer narrative:
The technician straightened and reinstalled the siderail mounting bracket to repair the bed.

Event description:
Information received indicates the left siderail wouldn't lock due to a bent mounting bracket.